Event description:
The following info was received during clinical follow-up: the express2 stents referenced in the medwatch were placed in 2003. (The pt had had intervention prior to that time, but could not remember the date.) They were discharged in 2003, but returned the following day with a "heart attack" diagnosed by the blood work. They underwent diagnostic angiography, but the stents appeared to be "okay". The medwatch was written prior to 2003. The pt was having symptoms at that time, as noted in the document, and had the above mentioned treadmil stress test. They had t-wave changes following the treadmill test and underwent angiography. They were found to have 95% blockage and subsequently had another stent implanted. It is unknown if the blockage was related to the express2 stents. The pt indicated that they are doing well now. They stated that they had filed the medwatch because they had heard info on the news regarding drug coated stents. They were told that the express2 stent was not drug related. Several unsuccessful attempts have been made to contact the implanting physician to obtain add'l info. Same case as MFR report 6000093-2004-158.

Event description:
It was further reported by the implanting physician that "there was no problem with the stents". When the pt returned for evaluation in the fall of 2003, the physician found a new lesion. There was no in-stent restenosis or any other problems related to the express2 stents.